Event description:
Bilateral patient. Litigation alleges patient was injured by excessive levels of chromium and cobalt.

Event description:
Update rec¿d (B)(6) 2015 - medical records received. Surgery time was extended by an hour. Upon revision, synovitis, osteolysis, and extensive alval reaction were noted. The information received does not change the MDR decision.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Event description:
Update 22 dec 2014 - der rcvd. Updated dor, patient weight, height and activity level and sales rep information. Updated the previously reported cup and head to reflect the correct date of manufacture and the addition of the expiry date. Updated both to also reflect the cocr levels. Added both the stem and sleeve products. Der states ' high cocr levels and hip pain. Revised asr to gription multihole w/altrx

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.